Event description:
A peritoneal dialysis (pd) patient reported having an infection and was being treated with medication. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s vancomycin was discontinued. On the same day, the patient complained of ongoing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product). The patient was referred to an outpatient vascular clinic where her pd catheter was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was temporarily transitioned to outpatient hd while her abdomen heals and is recovering from the serious adverse events. The pdrn reported the cause of the peritonitis is unknown; however, there was no suspected fresenius product(s) and/or device(s) involvement. The pdrn stated the patient will complete the remaining antibiotics intravenously during hd.